Manufacturer narrative:
On 07/30/2010: this event concerns a device that was MFR and used outside the united states. Since the device remains implanted, the programmer files were reviewed. Conclusion: the event is not related to any implant anomaly. It most probably results from a bit flip, resulting from an external interference which has not been identified. Considering normal battery impedance measurement and follow-up pt data observed, standard follow-up interval can be applied, as recommended in the implant manual. Normal battery impedance curve can be restored if the device is forced to switch to standby mode and completely re-initialized with the standard programmer. However, after this procedure is followed, the current implantation duration will be lost, i.e. The curve will re-start from zero on the abscissa axis.

Event description:
During follow-up, the physician detected an unusual battery curve. Battery impedance was measured at 7 komhs after 8 yrs of implantation whereas device has been implanted for 2 yrs only.